Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was placed, and after multiple repositioning attempts, the lead was difficult to enter with the stylet and there was tightness near the entry point which caused the lead to kink when advanced. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test. No stylet was returned, therefore condition and brand are unknown. Used a fresh stylet and the test passed. If information is provided in the future, a supplemental report will be issued.